Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced adhesions, and recurrence. Post-operative patient treatment included lysis of adhesions, partial omentectomy, removal of mesh, repair of recurrent incisional hernia with mesh and complex abdominal wall closure.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced adhesions, foreign body giant cell reaction, fibrosis, pain, scar tissue, and recurrence. Post-operative patient treatment included lysis of adhesions, partial omentectomy, removal of mesh, repair of recurrent incisional hernia with mesh, placement of 19-french blake drain, and complex abdominal wall closure. The devices were used with a securestrap (product ID: strap25, lot #: kdm854).

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced lysis of adhesions, old symbotex mesh was detached, removal of old symbotex and implant of 2 new symbotex meshes to repair recurrent incisional hernia. Treatment provided for these conditions include revision and removal surgery. Pathology report of old retained mesh showed foreign body type giant cell reaction consistent with mesh.